Manufacturer narrative:
Other relevant device(s) are: product ID: 9733438, serial/lot: (B)(4), ubd: (B)(4) 2017, UDI: (B)(4). Hardware analysis determined that the returned scu would not power on. A check of the fuses found one of the two fuses were blown. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The scu had not been previously returned for failure. The scu was then sent to the vendor for testing. The vendor verified the analysis finding. The power entry module fuse installed by the customer was incorrectly rated. The blown fuse was rated as "250ma" and the required fuse listed by the vendor was "t2.0 amp 250v." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No 510(k) provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. Testing revealed that the polaris spectra system control unit (scu) was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure utilizing the spine application software, the camera of the navigation system experienced a recognition failure. Due to the reported issue, navigation could not be performed and the site opted to continue with the procedure using a c-arm. There was no reported impact on patient outcome.